Event description:
It was reported that during implant, the lead exhibited high impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the inner coil and stopper had detached from the helix shaft due to a weld anomaly. This resulted in the reported high impedance anomaly.